Event description:
Customer called to report a hospitalization due to high blood glucose. The customer stated that the insulin pump alarmed no delivery and the cannula was bent. The blood glucose reading is 305 mg/dl. Treated with manual injection. Customer stated that she felt chest pain and high blood glucose reading at the time of hospitalization. Diagnosed diabetic ketoacidosis. Customer was admitted to ICU. Hospital treated with fluids and IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.